Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose as well as insulin pump had an under delivery alarm. Customer¿s blood glucose value was 30 mmol/l. Customer¿s current blood glucose value was 8.2 mmol/l. Customer was alleging the insulin pump because the boluses was not delivering and remaining high. The reservoir will not be returned for analysis.